Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. During the visual investigation it could be detected a damaged operation unit. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. All values according to the specifications of the technical safety check (tsc). By an inside investigation no visual damages could be found. The complaint could not be confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): "flow rate" no detailed information!